Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer were experiencing high blood glucose. Customer¿s blood glucose level at time of incident was 592 mg/dl, over 600 mg/dl and they put in blood glucose of 50 mg/dl on the insulin pump and it stated that they cannot calibrate at that time. Customer reports insulin pump system had not been in use within 48 hours of reported high blood glucose event. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.